Event description:
Healthcare professional reported right side "deflation." The device remains implanted.

Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed opening on the posterior side assessed as fold flaw opening . Additional observations: crease fold observed bon the device. Wear abrasion observed. White particles observed inside the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side "deflation." The device has been explanted and replaced.